Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed their right atrial lead was sensing noise. No intervention was performed. The patient was stable throughout.